Event description:
The customer reported a conflicting result with the ID now covid-19 2.0 test kit on an unknown date. The customer received a positive result and a negative result with ID now covid-19 2.0 test kit on same day. A confirmatory test was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m229635 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part 192-000j / lot m229635 and test base part number 192-430 / lot m229635. The lot met the required release specifications. A review of the complaints reported as false positive and/or false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m229635 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. H3 other text : device discarded, single use.

Manufacturer narrative:
Additional data: b3: the date indicated is an approximation as the exact event date was not provided. H4: device mfg date. H10. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation is still in progress. A supplemental report will be provided after completion. H3 other text : device discarded, single use.

Event description:
The customer reported a conflicting result with the ID now covid-19 2.0 test kit on an unknown date. The customer received a positive result and a negative result with ID now covid-19 2.0 test kit on same day. A confirmatory test was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. H3 other text : device discarded, single use.

Event description:
The customer reported a conflicting result with ID now covid-19 2.0 test kit on (B)(6) 2023. The customer received a positive result and a negative results with ID now covid-19 2.0 test kit on same day. A confirmatory test was not performed. No additional patient information, including treatment and outcome, was provided.